Event description:
It was reported via repair work order that the auxiliary power cord's power prong was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.